Event description:
On (B)(6) 2012, the patient contacted animas and reported that hcp wanted her pump replaced. The patient reported having elevated blood glucose (bg) readings during the day and lows during the night for past 1 to 2 weeks. The patient stated that on (B)(6) 2012, she obtained a high bg of 521 mg/dl and on the early morning of (B)(6) 2012 she obtained a low bg of 45 mg/dl. The patient denied developing symptoms with the high and low bgs. The patient claimed she treated the high bg with correction boluses and treated the low with candy and food. The patient stated she discontinued insulin pump therapy (ipt) on (B)(6) 2012 and confirmed pattern of high and lows have continued since she has been off ipt. At the time of troubleshooting, the patient confirmed all the pump's settings were correct. There were no associated alarms in pump's history. Basal settings confirmed to also be correct. It was noted that bolus and basals delivered as programmed and add up 100%/100% with tdd (total daily delivery). Customer support noted that the pump was properly primed and cannula filled. During the call, the patient informed customer support that she was changing sites every 4 to 5 days. The patient was advised to change the sites more often. Customer support informed patient after reviewing the pump that there was nothing to indicate a malfunction with the pump, but would replace per hcp's request. This complaint is being reported because the patient obtained a bg reading greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: no insulin delivery or functional defects were found with the returned pump. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates and shows pump was delivering accurately up until the last date used by the patient. There are no alarms or pump conditions representing a malfunction recorded in black box or alarm history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.